Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the patient's reservoirs sometimes fill with many air bubbles. There were air bubbles in seven of the patient's reservoirs. The patient's blood glucose at the time of incident was 15.4 mmol/l. The reservoirs were not returned for analysis.